Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting the fiber optic cable to the console, the blood pressure waveform was not displayed. The console was switched out with another, but the blood pressure waveform was still not displayed. The patient's arterial pressure was then obtained from the external monitor. Therapy was continued with no further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).